Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a shocking sensation when the stimulation was turned on during positional changes. There was no known accident or incident related to onset of this problem. The lead was placed cervically. The impedance measurements were greater than 10,000 ohms with the bipolar pairs at 0.7v while using electrode 2. At 1.5v, the impedances were 16,000 - 17,000 ohms. It was thought that electrode #2 was needed for therapy but reprogramming around it was going to be attempted. The patient was at the clinic in good condition. Additional information has been requested.